Event description:
The pt was recently diagnosed as having a cerebellar tumor. The implanted pump was refilled on (B) (6) 2010. The pt was preparing for gamma-knife surgery. She died on (B) (6) 2010. The death was not attributed to the pump system. The cause of death was not known by the reporting hcp.

Manufacturer narrative:
(B) (4).